Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00188. This event occurred in (B)(6).

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Product conformance could not be determined. Use of device could not be determined.

Event description:
Allegedly revised due to a broken component.